Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level was 542 mg/dl and customer treated with the insulin pump. Troubleshooting was performed and it was found that there was one bubble in the reservoir. Customer was assisted with rewinding the insulin pump and with removing the reservoir. Customer was advised to run a manual prime and insulin did exit the tubing. Customer did not have a tubing clamp and will call back to continue troubleshooting when they receive it. Also, customer was advised to change the entire set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.